Event description:
This pt has failed bilateral knees. Distributor did not know the part numbers; identified only as j&j pfc total knees. Right side was revised in 1999 and left side revision is imminent. Exact date of injury unknown; approximately 4 years ago. Reason for revision was loosened tibial and patella plus severe osteolysis. The hospital threw away the patella and saved everything else.